Event description:
The international customer reported a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported a data acquisition pcb adc reference failure. There was no patient involvement.